Manufacturer narrative:
The device was received for evaluation. The device was found out of specification in relation to the door latch error which was reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported symptom was confirmed through the ehl review by the presence of ¿door jammed¿ messages. Evaluation determined that the upper link switch was loose. The link was adjusted during the repair process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump is alarming for a door latch error. Any patient involvement, injury or medical intervention is unknown. No additional information is available.